Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain ("pain during ovulation") and headache ("headaches every day"). The patient was treated with surgery (medical device removal). At the time of the report, the pelvic pain and ovulation pain outcome was unknown and the headache had resolved. The reporter considered headache, ovulation pain and pelvic pain to be related to essure. The reporter commented: patient had headaches every day after essure. She is 3 months post, and no headaches since the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. The case became serious incident as medical device removal was done for pelvic pain. Event added- headache. Reporter causality comment was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.